Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the black tip of the subject device was loose and fell out. The issue was found during inspection for use for a transurethral resection of the prostate (turt) procedure that was completed with another electroresectoscope. There were no reports of patient harm.